Event description:
It was reported that two days post open heart surgery, the left ventricular lead exhibited high thresholds from 0.75 v to 6 v. The lead dislodged and was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.